Event description:
It was reported that during an angioplasty procedure in the left forearm radio-cephalic fistula, the pta balloon allegedly had a circumferential rupture. It was further reported that the catheter shaft detached. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted .this is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was returned for evaluation. A visual inspection was performed and the sample appeared to be bloody. The balloon was noted to have a circumferential rupture and damage noted below the distal tip. Therefore, the investigation is confirmed for the reported circumferential balloon rupture and detachment of the device, as balloon was noted to have a circumferential rupture and damage noted below the distal tip.the definitive root cause for the circumferential balloon rupture and detachment of the device could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date : 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (02/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that the catheter shaft broke. There was no reported patient injury.